Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. However, medical imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a coil embolization implant was used during an aneurysm procedure at the c3 portion of the internal carotid artery. A competitor¿s microcatheter was navigated to the c3 aneurysm and a stent was placed using the stent-jail technique. The coil was delivered via the microcatheter to the target aneurysm and attempted to be deployed. However, when the coil was deployed to approximately four loops, the fist loop was found to protrude into the aneurysm wall. The coil was pulled back to reposition, but the coil became stretched. No resistance was encountered. The coil was removed from the patient along with the microcatheter using a snare. The procedure was changed to coil embolization with the trans-cell technique using a microcatheter and competitor¿s coil. Subsequently, the procedure was completed successfully. No patient harm or injury was reported.

Event description:
No additional information, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: two radiographic images were provided for review. They are not labeled as to time or date. The review of the images is as follows: image_1: unsubtracted ap skull radiograph, no contrast. A well-opened lvis stent is seen from the supraclinoid ica to the posterior genu of the cavernous ica. A microcatheter is seen, with its tip in what is presumed to be a medium-sized junctional/superior hypophyseal aneurysm. Three to four loops of the coil have been deployed in the aneurysm; the remainder of the coil is in the microcatheter. The proximal end of the coil is off the field of view of the image. The portion of the coil seen on the image is intact. Although no contrast has been injected, the deployed coil appears to be in the aneurysm and not the parent artery. A dac is seen with its tip at the distal horizontal petrous ica image_2: unsubtracted lateral skull radiograph, no contrast. Same as image 1, but lateral projection. These images do not explain why the coil stretched/unraveled. The investigation of the returned coil system found the implant stretched, kinked, and separated from the pusher. Furthermore, the microcatheter used with the coil system during the procedure was found damaged at the distal tip, which may have contributed to the implant damage. The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength.